Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of erroneous low results for 2 patient samples tested for elecsys vitamin d total ii on a cobas e 411 immunoassay analyzer. Patient 1 initial result was 10.15 ng/ml. The repeat result was 34.54 ng/ml. Patient 2 (male, (B)(6)) initial result was 15.18 ng/ml. The repeat result was 41.63 ng/ml. No erroneous results were reported outside of the laboratory. The customer thought the repeat results were correct. There was no allegation that an adverse event occurred. The vitamin d total ii reagent lot number was 34014001. The expiration date was not provided. The calibration signals were low on (B)(6) 2019.

Manufacturer narrative:
The vitamin d total ii reagent expiration date was mar-2019. Qc data shows performance issues as there were frequent high and low results and high imprecision. No valid qc data was available from the time of the erroneous low patient results. Based on the information available, the root cause is related to an issue at the customer site. The malfunction is consistent with mis-pipetting the patient samples. The customer inverted the sample tubes 5x which may not be enough, the samples were clotted for 20 minutes which is too short as 30 minutes is required, and spun at 3500 rpm for 15 minutes which may be too fast. Improper pre-analytical handling conditions can cause discrepant results. Sample related alarms were observed on the alarm trace data. There may be an issue with sample quality. The investigation did not identify a product problem. The specific cause of the event could not be determined.